Event description:
It was reported that during a prostate procedure, tip break was noted after 78,078 and 7:53 minutes of fiber use. The tip of the fiber was not cleaned during the procedure. A second fiber was utilized to complete the case. The patient's condition following procedure was reported as stable.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no sign of breaks/fractures; the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the fiber can independently rotated within outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and appears compressed. Probable root cause: based on the device analysis, the probable root cause of complaint is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency.

Event description:
It was reported that during a prostate procedure, with 78,078 joules and 7:53 minutes used, tip broken was noted. The fiber was not cleaned during the procedure. A second fiber was chosen to continue the procedure however with ¿0¿ joules and ¿0¿ time expended the fiber was not usable due to expired card. The procedure was completed with a third fiber. No injury reported. This report is for the first fiber.